Manufacturer narrative:
Currently, it is unknown to what extent the device #2 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair a bowel obstruction" n (B)(6) 2014 as well as "an additional surgery to repair a bowel obstruction lysis of adhesions, and repair a recurrent hernia" on (B)(6) 2015. Medical records were not provided and the description does not clearly define if the ventralex st (device #1), perfix plug (device #2) or both contributed to the events. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard perfix plug (device #2). An additional emdr was submitted to represent the bard ventralex st (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol ventralex st, reference number (B)(4), lot number huxh0553 (device #1) was implanted to repair the hernia defect. As reported, additionally, a bard/davol perfix plug, reference number (B)(4), lot number huxh1686 (device #2) was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to repair a bowel obstruction. On (B)(6) 2015: the patient underwent an additional surgery to repair a bowel obstruction, lysis of adhesions, and repair a recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
Currently, it is unknown to what extent the device #2 may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient "underwent an additional surgery to repair a bowel obstruction" n (B)(6) 2014 as well as "an adiditoinal surgery to repair a bowel obstruction lysis of adhesions, and repair a recurrent hernia" on (B)(6) 2015. Medical records were not provided and the description does not clearly define if the ventralex st (device #1), perfix plug (device #2) or both contributed to the events. Recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few months post implant of perfix plug onlay, patient was diagnosed with bowel obstruction, adhesions, abdominal pain and hernia recurrence thereby underwent repairs in the following year. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the perfix plug (device #2). Additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol ventralex st, reference number (B)(4), lot number huxh0553 (device #1) was implanted to repair the hernia defect. As reported, additionally, a bard/davol perfix plug, reference number (B)(4), lot number huxh1686 (device #2) was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to repair a bowel obstruction. (B)(6) 2015: the patient underwent an additional surgery to repair a bowel obstruction, lysis of adhesions, and repair a recurrent hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with large incarcerated direct right inguinal scrotal hernia thereby underwent open repair with the implant of ventralex st (device #1) and perfix plug onlay (device #2). Per operative notes, ¿the hernia sac found extended all the way down the scrotum containing colon and small bowel was excised. It was a direct inguinal defect. There was no plug that big enough for this defect. So, a ventralex st was placed in the preperitoneal space sutured circumferentially. Then, an extra-large hernia patch with a keyhole (perfix plug onlay) was placed in the canal floor, sutured to the pubic symphysis and cooper ligament. The keyhole was then wrapped around the spermatic cord and its contents to recreate the internal ring. Then sutures were used to tack the leaflets into place.¿ (B)(6) 2014 and (B)(6) 2014 - patient visited hospital for abdominal pain, small bowel obstruction. (B)(6) 2014 - patient underwent diagnostic laparoscopy with lysis of adhesions. Per operative notes, ¿lysis of adhesions was performed in the right upper quadrant. After that small bowel was identified entering into the colon by ileocecectomy in the right upper quadrant.¿ (note, there was no mention/visualization of previously implanted meshes during this procedure). (B)(6) 2015 to (B)(6) 2015 - patient was diagnosed with small bowel obstruction, abdominal pain and right-sided ventral hernia thereby provided with IV fluids and antiemetics. (B)(6) 2015 - patient was scheduled for open repair of incarcerated incisional hernia and small bowel obstruction. Per operative notes, ¿the hernia sac was opened, the entire sigmoid colon found within the sac. This was reduced back intraabdominally. Lysed dense small bowel adhesions in the right lower quadrant. There was a large defect so component separation was performed. A prolene mesh was then placed in the retrorectus space and sutured.¿ (note: no product identifiers provided for the implanted mesh and no visualization of previously implanted meshes). Attorney alleges that the patient had pain, adhesions, bowel obstruction, hernia recurrence and emotional injuries.